Event description:
Device report from the united kingdom reports an event as follows: it was reported that on (B)(6) 2022, a trochanteric fixation nail advanced (tfna) nail was discovered broken. This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.